Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that loss of capture was discovered on telemetry unit after the implant procedure. Lead dislodgement was noted on x-ray. Patient was brought back to clinic, and the lead was explanted and replaced successfully. The patient did not experience any symptoms from the loss of capture. Patient's condition was stable during and after the procedure.